Event description:
It was reported that the trigger of the system 7 reciprocating saw got stuck causing the handpiece to run without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The original reported events, trigger sticks and run-on, were not confirmed in this case. During the inspection the service tech, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met performance specifications. There was no failure found with the handpiece trigger. The device was not repaired but returned to the customer.

Event description:
It was reported that the trigger of the system 7 reciprocating saw got stuck causing the handpiece to run without holding the trigger, during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.